Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device."

Event description:
It was reported that patient underwent right hip arthroplasty on (B)(6) 2015. Post-operative radiographs revealed that the patient¿s bone was fractured. It is believed the fracture occurred during the initial procedure when the components were being compressed together. Patient was revised on (B)(6) 2015 and all components were removed and replaced.